Event description:
Caller (patient (pt) rep) reports patient's ins battery has been at 90% the past 3 days. Caller reports patient always uses the rtm to connect to the implant.  Troubleshooting performed.  Caller reports the controller is at 90% and ins is now at 100%. Caller reports the stimulation is off.  Caller reports patient uses the controller with rtm once a day everyday and stimulation has been off.  Reviewed when patient is using the rtm the patient is charging the implant.  Reviewed how to turn stimulation on.  Caller reports patient is set atb1 5.2mab2 5.0mab3 4.0ma.  Caller reports patient feels stimulation on their leg. Caller reports the stimulation is supposed to control their leg pain. On (B)(6) 2023 pt rep. Called from registered number and mentioned the controller had shown the implanted neurostimulator(ins) charge at 100% for the past 3 days or so. Pt rep. Unlocked the controller and the controller said stimulation is off. Patient services specialist(pss) reviewed with the pt rep. How to turn therapy on and general charging and battery depletion information when therapy was on vs when therapy was off. Pss suggested the pt rep. Monitor the ins charge level for 24-48 hours with the therapy on and then call back if the ins charge continued to remain at 100%. On 2023-may-02 (B)(6) information was received from a patient representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was the implant charging level had not been going down. Patient (pt) noticed it a couple of days ago. When pt checked it, the ins was at 100%. Today it was at 90% and done charging already. Pt was charging on the call and got poor recharge quality (no charging allegations were made). Had pt rep check if ins was on. It was determined stimulation was off. Reviewed this was the possible root cause. Pt rep said they did not push any buttons. Pt rep turned stim back on. Pt felt no stimulation. Pt rep went into each of 4 programs and increased stim. Pt confirmed they started feeling a little bit of stim. Troubleshooting resolved the reported issue. On (B)(6) 2023 pt rep called back stating that they were having trouble with the equipment as the battery was not going down. Caller said that sometimes they would go to use the device and the device was turned off but they hadn't turned the device off and so the device was going off by itself. Caller said that the controller was at 100% and the ins was at 80% and that the ins kept coming up at 80% and they hadn't done anything with the device for two days. Patient services (pss) had the caller unlock the controller and caller saw no device found. Caller had the recharger connected to the controller, so pss had the caller disconnect the recharger. Caller then saw connect the recharger, so pss had the caller initiate an ins recharging session. Caller said that it didn't seem like the charger was working or something but they didn't know. Caller saw the normal recharging screen with the controller at 100% and the ins at 80% with recharging excellent indicated. Pss had the caller press stop and disconnect the recharger from the controller and exit the batteries screen. Caller saw the main therapy home screen with group a surrounded in green. Caller did not see a message saying that the stimulation was off. Pss asked the caller if the pt was feeling stimulation and caller said no. Pss suggested that the caller increase the stimulation and caller said that they had done that a couple times and they were increasing the stimulation now but the device still wasn't doing anything. Pss redirected the caller to pt's hcp to further address the reported issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.